Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-03696, related manufacturer reference number: 2017865-2022-03698. It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) revealed malfunction of over-sensing of noise on the rv lead and unspecified over-sensing on the patient's ICD. Inappropriate high voltage therapy was alleged on both the rv lead and ICD due to the over-sensing malfunctions. The ra lead was also found to have unspecified over-sensing. Surgical intervention was performed on (B)(6) 2022, where the ra and rv leads were capped and the ICD was explanted. A new system was implanted on the patient's right side. No additional malfunctions or anomalies were noted. No patient consequences were reported.

Manufacturer narrative:
The reported events of oversensing and inappropriate therapy were confirmed by reviewing the data stored in the device image. The therapies were delivered due to detection of over-sensed signals. However, the cause of oversensing was due to external (non-device related) factors. The device behaved as expected and according to the device¿s programmed settings. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.